Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel was jailed by the stent. The 90% stenosed and 16mm long target lesion was located in the mid left anterior descending coronary artery. The vessel diameter was reported to be 3.0mm. The lesion was predilated with a 2.25x15mm balloon. The 3.0x16mm taxus liberte stent was implanted in the target lesion and post dilated with the stent delivery system balloon. It was noted that the 1st diagonal artery became jailed by the stent. Both a on bsc balloon along with the stent delivery system balloon were used in a "kissing balloon technique" to treat the jailed vessel. The patient's condition was reported to be "good", and the patient was discharged without anginal symptoms 15 days later. The event was judged by the physician to be possibly related to the procedure and the taxus stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be competed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.